Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode induction testing was performed and a 60 j and 80j shock failed to revert the ventricular fibrillation (vf). External shocks were administered and after the third external shock the rhythm successful reverted. It was noted that the physician elected to move the s-ICD more posterior and scheduled another x-ray and induction testing. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
A review of the device data and x-rays by boston scientific technical services (ts) noted that due to the quality of the images it was not easy to locate the electrode. Ts noted that based on the lateral view the device was in good placement. Ts noted that the shock impedance measurements were slightly higher than typical values, but this could be explained by the distance between the fascia tissue and the coil. It was not possible to access the shock vector as it was not possible to see the electrode on x-ray images sent. Ts further discussed recommendation for this case as new conversion testing was recommended if changing the system location was an option. Additional information noted that the s-ICD system was removed and a transvenous system was implanted. The s-ICD system will be returned for analysis. Defibrillation threshold (dft) testing will be done in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.